Event description:
Customer reported a malfunction alarm with the code malf 16 on their device. There was no reported impact on the customer's blood glucose level. Customer was advised to use multiple daily injections as a backup therapy, and the pump will be replaced by technical support. Customer confirmed understanding of the instructions to store and return the malfunctioning pump.